Event description:
Caller alleged discrepant inratio results and the venous laboratory results. Results as follows: date: (B)(6) 2012, inratio inr: 5.1, laboratory inr: 2.4. The time between testing was within 10 minutes. Therapeutic range 3.0-3.6 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.